Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 740 mg/dl with high ketones identified as dangerous by hcp; cause was unknown. Customer attempted to to resolve elevated bg by administering a bolus via the pump, but they fainted and hurt their elbow as a result of the event and they subsequently went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged a day later with the issue resolved and no permanent damage. Tandem clinical support made multiple attempts to follow up with the customer and complete troubleshooting, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.